Event description:
Boston scientific crm received information that this local representative contacted technical services to request an episode evaluation. The patient spontaneously developed supraventricular tachycardia (svt) which was treated with antitachycardia pacing (atp) and shock therapy. The rate of the arrhythmia remained unchanged following therapy exhaustion. Upon episode review, the atrial and ventricular rate was 1:1 and therapy was not inhibited. Therefore, the arrhythmia was categorized (rhythm ID) as "uncorrelated" and therapy was delivered. The local representative was planning to discuss this further with the physician.

Event description:
--

Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received.

Manufacturer narrative:
Boston scientific crm received information from the local representative that the device was reprogrammed.

Manufacturer narrative:
Boston scientific crm received information in august 2010 that this local representative contacted technical services to again review an episode from a latitude report. This epsiode occurred back in (B)(6) 2010 and had been reviewed at that time. Technical services reviewed the epsiode, provided an explanation on why the device delivered therapy and recommended programming options.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) labortory on (B)(6) 2016. The device was electively explanted and replaced due to normal battery depletion. The device was received at boston scientific's return products department.